Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found to be an assembly error caused from a manufacturing and design error. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly additional corrective actions will be taken. A service history review was completed and the item has no previous service record.

Event description:
It was reported that the device was found to have the tidal rebound issue. Found upon inspection during preventative maintenance.